Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing impedances out of range. The trend data showed numerous out of range measurements since several weeks. The out of range impedance measurement was able to be recreated during movement and manipulation. No noisy signals, changes in sensing or pacing threshold were found during movement or manipulation. A rv lead impairment is suspected, and it will be closely monitored. A replacement will be discussed clinic internally and with patient. At this time this rv lead remains in service. No adverse patient effects were reported.